Event description:
Pt had the star ankle poly core exchanged during a procedure to remove bone spurs suspected to be causing pain, due to impingement on the primary poly core.

Manufacturer narrative:
Visual examination confirmed the damaged poly core. Cause of damage could not be determined. Investigating accuracy of implant date. Review of mfg records showed no anomalies.